Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that the energy down button was constantly engaged (depressed/stuck down) even though it was not being touched, which prevented the other functions of the device¿s keypad.

Event description:
The customer contacted physio-control to report that while transporting a patient into the hospital, the patient went into ventricular fibrillation. The crew attempted to charge the device however, the device would not charge. The paramedics were able to obtain the emergency room's defibrillator and were able to deliver a shock to the patient. The patient did not survive the event. The healthcare provider on scene indicated that the device issue did not cause or contribute to the outcome of the patient.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that while transporting a patient into the hospital, the patient went into ventricular fibrillation. The crew attempted to charge the device however, the device would not charge. The paramedics were able to obtain the emergency room's defibrillator and were able to deliver a shock to the patient. The patient did not survive the event. The healthcare provider on scene indicated that the device issue did not cause or contribute to the outcome of the patient.